Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional was discovered broken during pre-operative planning.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the returned ps tasp top confirmed that the tasp has fractured into two pieces, with post pieces returned for review. The fracture extends along the medial side of the post from the anterior to posterior portion of the instrument. This device is used for treatment. A notification was sent to the field on (B)(6), 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. This device was manufactured before the design modification and was part of the re-design scope. Therefore, the root cause is considered to be a previously addressed design issue.